Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code check vent: blower temperature high message. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider engineer (asp) evaluated the device with the assistance of the customer. The customer confirmed that the temperature of the blower is too high that displayed on the monitor. The device was restarted but it does not work. The asp suggested to replace the blower assembly. Resolution and disposition are pending - investigation on going.

Manufacturer narrative:
H10: the asp replaced cooling fan filter and filter, air inlet, pkg/5, v60, and cleaned the device to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.